Event description:
It was reported that this pacemaker system is not approved for magnetic resonance imaging (MRI). However, it was noted that they performed an MRI. Post-MRI the technician indicates that the old leads fraying and the wires are poking through the insulation. The patient was referred to their clinic due to these statements. No adverse patient effects were reported related to the off-label use. This pacemaker system remains in service.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this pacemaker system is approved for magnetic resonance imaging (MRI). However, it was noted that they performed an MRI. Post-MRI the technician indicates that the old leads fraying and the wires are poking through the insulation. The patient was referred to their clinic due to the statements mentioned. No adverse patient effects were reported related to the off-label use. Subsequently, a revision procedure was performed and the pacemaker was explanted and one part of one of the lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system is not approved for magnetic resonance imaging (MRI). However, it was noted that they performed an MRI. Post-MRI the technician indicates that the old leads fraying and the wires are poking through the insulation. The patient was referred to their clinic due to these statements. No adverse patient effects were reported related to the off-label use. This pacemaker system remains in service.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this pacemaker system is approved for magnetic resonance imaging (MRI). However, it was noted that they performed an MRI. Post-MRI the technician indicates that the old leads fraying and the wires are poking through the insulation. The patient was referred to their clinic due to the statements mentioned. No adverse patient effects were reported related to the off-label use. Subsequently, a revision procedure was performed and the pacemaker was explanted and one part of one of the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory severed approximately 80 mm from the terminal end. Only the proximal segment was returned as it was severed during the explant procedure. Testing was performed to assess the electrical performance of the lead and the integrity of the internal and external insulation. Measurements during these tests were within normal limits. Small amounts of calcium deposits on the outer insulation were noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis revealed no abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.